Event description:
Proxy biomedical was notified on the (B)(6) 2013, via email by the polyform distributor (B)(4) that they have received a complaint on the (B)(6) 2013, regarding a polyform product from a pt's legal rep. The complaint states that as a result of the polyform implant (date of implantation ((B)(6) 2010), a pt injury occurred. The pt is identified as "(B)(6)". Her date of birth is (B)(6) 1967, her weight and height details are unk. The hosp where the implantation procedure took place is the (B)(6), USA. The physician is dr. (B)(6). The polyform part number or lot number is unk.

Manufacturer narrative:
Eval code: device was not returned for eval. The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design (B)(4) and polyform product insert (instructions for use).